Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported device was found ruptured during explant for severe capsular contracture bake grade unknown for unknown side. Device has been explanted.

Event description:
This represents the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, yellow particles on the surface of the shell opening, wear abrasion, crease fold. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.